Event description:
It was reported that a spectrum pump had an alarmed system error 322 (link switch error (low)) occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced during evaluation. A review of the event history log revealed multiple system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose lower link screw. The link screws requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.